Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box, lot #73a1600051 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples stuck in the stapler. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was received with the trigger partially engaged. One partially formed staple was received jammed in the stapler tip. The stapler was returned with 5 staples left in the cartridge indicating that 30 staples have been fired by the end user. The staples appear aligned properly. No defects or anomalies were observed, reference files pic_anp1900046334. A functional inspection was performed by attempting to engage the stapler trigger. The trigger was engaged using hand pressure. The partially formed staple in the tip was able to form to completion. The stapler functioned with no issues found. A second staple was fired with the same result. An attempt to simulate insertion into the skin was then attempted using the returned stapler and a foam pad. The stapler was pressed against the foam pad and the trigger engaged. The stapler fired one correctly formed staple into the foam pad. This was repeated two more times with each staple firing correctly and engaging with the foam pad. No defects were found. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of staples stuck in the stapler was not confirmed based upon the sample received. The stapler returned was found to have one partially formed staple lodged in the tip. However, the trigger was received partially engaged. Upon complete engagement, the staple was able to properly form and release from the stapler. The stapler returned was confirmed to have no visible defects and passed all functional testing performed. A device history record review was performed on the stapler with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Event description:
The staples stuck in the stapler. The patient's condition was reported as fine.